Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical, inc. Received information regarding a patient who underwent a da vinci si hysterectomy on (B)(6) 2011 due to persistent abnormal uterine bleeding. The patient's operative report does not contain information regarding any malfunction of the da vinci surgical system, instruments or accessories occurred and there was no indication that the patient experienced any intra-operative complications. The patient's operative report stated that the patient's vaginal cuff was closed with no difficulty and the cuff was found to be hemostatic. The procedure was completed and the patient tolerated the procedure well. The patient was awakened and transferred to the recovery room in stable condition. On (B)(6) 2011, the patient underwent a vaginal cuff closure procedure due to vaginal cuff dehiscence. Per patient's operative report, during examination it was discovered that the patient's vaginal cuff was open in the midportion about 2 cm in length. Bowel content was visible through the cuff opening. The edges of the cuff were found to be intact. The cuff was closed using suture and was closed without difficulty. A second layer of suture was placed along the entire length of the vaginal cuff to provide additional support. The patient remained hemostatic. There were no complications during the procedure. The patient was awakened from anesthesia and was transferred to the recovery room in stable condition. The patient was discharged from the hospital on (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complication experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced vaginal cuff dehiscence post op a da vinci si hysterectomy procedure.